Event description:
It was reported that when stimulation was turned off the patient had residual stimulation effects. Originally the manufacturer¿s representative (rep) stated that the residual stimulation does not go away after 30 minutes, but later in the call he stated that the residual stimulation never goes away. The patient lasted charged the battery on (B)(6) 2014 and the residual stimulation began occurring after that. The residual stimulation runs down his legs to his feet which are also where he normally feels stimulation. When the patient¿s device was turned on stimulation had remained normal and felt like it normally did. The patient fell about 1.5 months prior to the report which caused an abrasion on his back. The implantable neurostimulator (ins) was placed abdominally. The rep. Was referencing group c with three programs at an amplitude of 1.8 volts, rate 40 hertz, and c1 pulse width (pw): 120 microseconds (us), c2 pw: 120us c3 pw: 150us. Group impedances for c1: 282 ohms c2 311 ohms c3: 178 ohms. The electrode impedances with electrode zero were all in range between 729-860 ohms except for 0-11 which was greater than 3,600. All electrode pairs with eleven were out of range at greater than 3,600. The patient was programmed on c1 with electrodes 6, 7, 8, 12, 13, and 14. C2 with electrodes 6, 8, 9, 13, and 14. C3 with electrodes 7, 8, 9, 10, 13, 14, and 15. It was advised to try to reduce the programming down so only one of the programs was active in group c, as well as to have the patient monitor the residual stimulation effect with fewer electrodes constantly firing to see if the residual stimulation issue improves. The patient was instructed to follow-up in two weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4)